Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4). Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient experienced a superficial wound infection of the implantable pulse generator (ipg) incision site, which was assessed as being mild in severity. The patient was treated with oral and topical antibiotics. The physician reported the event as causal to the surgical procedure, not related to the device or stimulation. The event is ongoing.

Event description:
It was reported that the patient experienced a superficial wound infection of the implantable pulse generator (ipg) incision site, which was assessed as being mild in severity. The patient was treated with oral and topical antibiotics. The physician reported the event as causal to the surgical procedure, not related to the device or stimulation. The event is ongoing. Additional information was received that the patient was seen for follow up care and labs. The event was reported as resolved.